Event description:
It was reported that there were issues with the pump battery life. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.